Event description:
It was reported that during a peripheral embolization treatment procedure, deployment difficulty occurred. The intended location for treatment was the left subclavian artery. A renegade stc was placed at the target location. A 4mm x 8cm interlock detachable coil was deployed, however, as the pusher wire was exiting the microcatheter, it was noted that the coil "felt like it did not want to deploy even after the pusher wire was outside of the microcatheter." The coil was pulled back, resistance was encountered, and as the physician continued to pull back, the coil stretched and was hanging down into the aorta and the physician elected to leave the coil as is.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral embolization treatment procedure deployment difficulty occurred. The intended location for treatment was the left subclavian artery. A renegade stc was placed at the target location. A 4mm x 8cm interlock detachable coil was deployed, however as the pusher wire was exiting the microcatheter it was noted that the coil "felt like it did not want to deploy even after the pusher wire was outside of the microcatheter." The coil was pulled back, resistance was encountered, and as the physician continued to pull back the coil stretched and was hanging down into the aorta and the physician elected to leave the coil as is.

Manufacturer narrative:
Device evaluated by manufacturer: a pusher wire was returned. The coil was not returned. Visual examination of the returned device revealed no anomaly of the pusher wire. Microscopic examination of the interlocking arm of the pusherwire ss coil revealed no damage. The pusher wire dimensions were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).